Manufacturer narrative:
The pump was received with a critical pump error (open book image) alarm due to moisture damage on the electronic assembly. Unable to confirm a broken force sensor was detected during seating or regular delivery. Due to critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and the occlusion test due to critical pump error (open book image) alarm. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had insulin pump error. The customer's blood glucose value was 12.5 mmol/l. Customer reports they were able to clear the alarm. Customer states they are able to rewind the insulin pump. The insulin pump will be returned for analysis.